Event description:
Title: xxxxx. Event desc: ventilator kept reading peak pressures during use. Pressures did not correlate with the pt's clinical assessment. What was the original intended procedure? Ventilation. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
No actual malfunction on the part of the device. The user did not understand that the set high pressure limit actually functions as an absolute patient - pressure limiter, not just an alarm setting. User must not have read the manual (IFU). We performed a standard pm and calibration, and shipped the unit back to the user (B)(4) 2012, with explanation.